Event description:
History of higher right ventricle thresholds. Today in office the right ventricle capture threshold 2.75@0.4 and 2v@1.0 msec. Caller states this lead has never been low but has increased some. "Gbm". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).